Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump and had already reset it before making the call. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any further issues arose.